Manufacturer narrative:
(B)(4).

Event description:
The customer is stating that the camera cover does not thread properly onto the adaptor and that a camera cover fell off of the adaptor during a procedure.